Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has foreign material. This is attributed to insufficient cleaning. Other observations for the device are: due to deformation of up/down (u/d) knob, water tightness is lost; distal end rubber coating (a-rubber) has slack; connecting tube has a scratch; angulation is lower than standard and has play; due to deformation of forceps elevator (fe) knob, right/left knob cannot be locked securely; due to deformation of fe lever, u/d knob cannot be locked securely; light guide (lg) bundle has breakage; distal end cover(c-cover) is shaved; adhesive around lg lens has discoloration and is peeled but no possibility of dirt going inside the lg lens. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a reduced angulation issue and leakage between knobs. There is no reported harm to any patient. Upon evaluation of the returned device, forceps elevator was observed to have foreign material. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material found in the forceps elevator during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reprocessing steps recommended in the instructions for use (IFU) were not performed completely due to a leak in the device, which made foreign material remain at/around the forceps elevator. The root cause of this event was unable to be identified. The following is included in the IFU: ¿IFU / reprocessing manual states that insufficient cleaning, disinfection and sterilization of endoscopes can pose a risk of infection to patients and operators who perform the next procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Information provided for reprocessing at the facility: an air water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure. Pre-cleaning performed according to training provided by olympus field service engineer (fse) as per instructions for use (IFU). Detergent used for pre-cleaning is cidex. The endoscope channels are brushed during manual cleaning with single use olympus brushes maj-1534, which is not reused. The cleaning and disinfectant solutions used with the endoscope is glutaraldehyde (ga) 2%. The forceps elevator is raised and lowered three times in water during aspiration. The forceps elevator is brushed and operated in the detergent solution. The forceps elevator is then flushed appropriately. The distal end is brushed with the channel-opening brush or maj-1888. Facility does not use an automatic endoscopy reprocessor (aer) for reprocessing; reprocessing is only performed manually. The endoscope is dried in atmospheric air. The endoscope is stored in a closed cabinet after reprocessing.